Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that this patient underwent tavr within an existing edwards bioprosthetic valve. The implant duration of the edwards device at the time of the procedure was approximately 10 years. It was identified, through review of source documentation provided, that the patient experienced severe mitral valve stenosis secondary to bioprosthetic dysfunction. The patient underwent a successful valve-in-valve procedure, tolerating the procedure well.

Manufacturer narrative:
Stenotic valve. Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Since this device was not returned to edwards for analysis (remains implanted), the root cause of this event could not be confirmed. There have not been any allegations of a quality deficiency related to the edwards valve. No corrective or preventative actions are required at this time.